Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: e1, g3; h2; h6. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was not reviewed due to lack of lot number/other reason from summary. Review of complaint history identified additional similar complaints for the reported items. However, as the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign ¿ australia. D4: attempts have been made to gather all product identification information and no further information has been provided. D10: pn 42522000410 ln unknown persona® vivacit-e. Pn 42532006702 ln unknown persona® natural tibia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Suggested component code: mechanical (g04) ¿ femur.

Event description:
It was reported was reported patient was revised approximately 4 years post implantation due to instability and pain. Attempts to obtain additional information have been made; however, no more is available.